Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she delivered a bolus, and the insulin pump gave multiple alarms. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer also stated that she heard some rattling when picking up the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.